Event description:
A customer contacted beckman coulter inc. (Bec) regarding a fluid leak in their coulter lh 750 slidemaker. The lab's exposure control/risk management plans are in place. The operator was wearing personal protective equipment (ppe) consisting of a lab coat, goggles and gloves at the time of the incident. No injury or exposure was reported. There was no affect to patient results with regard to this event.

Manufacturer narrative:
A field service engineer (fse) went on-site the day of the event and was able to find the source of the leak. The fse found there were loose fittings where the quick disconnect fittings attach to the waste cup. Fse tightened the quick disconnect fittings and repaired the leak. Repairs were verified as per established procedures. Results meet published performance specifications. The root cause of the leak was loose quick disconnect fittings to the waste cup of the coulter lh 750 slidemaker. (B)(4).